Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings:a review of the pump black box data indicated multiple low battery warnings and replace battery alarms, as well as evidence of a partially discharged battery installation. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the audio bolus button cover was missing. The bolus button was responsive to user presses.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery had to be changed every week. The pump allegedly emitted two low battery warnings with code 177-869a and a replace battery alarm with code 128-7783. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.